Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The user reported that the ventilator stopped ventilating the patient about 15 minutes after connection. The ventilator had an unusual, loud, tugging noise - but no alarm, and few seconds later the patient had only very little tidal volume and finally completely stopped ventilating. No injury, harm or adverse outcome. The patient required manual ventilation for few minutes until nursing staff swapped the ventilator.

Manufacturer narrative:
The affected device was analyzed by the hospital biomed who determined a faulty flow sensor socket to be the cause of the device behavior. The affected part and the device log file was provided for the manufacturer¿s investigation. From the log entries it could be seen that the alarms ¿mv low¿, ¿pressure limit¿ and ¿vt high¿ were generated before the patient was disconnected by the user. When testing the affected part the fault could be confirmed. It was found that the potting compound did no completely secured the flow sensor cable internally against movements. This results in a random disturbance of the flow measurement. The detected malfunction does not affect the ventilation unit and there was no indication that the ventilation stopped completely. The reported noise resulted most likely from a disturbed control loop with the valve drive on the expiratory side. The measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the flow measurements are disturbed by a contact problem, the flow may be unstable. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.